Manufacturer narrative:
H3) a software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. No devices were returned to medtronic for analysis. Concomitant medical products: product ID: 9735585, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a cranial biopsy procedure. It was reported that after the procedure, it was found that the needle was 1 cm behind the target point (exact value is unknown). The manufacturing representative stated that, the probe was used to perform a trajectory lock, as indicated by the tip stop point, the length was adjusted to the center of the needle window and fixed it with a stopper. While inserting the needle, there was a discrepancy between the depth display and the 2d cad display, so the trajectory was unlocked. ¿the precision was checked with probe¿performed the trajectory lock again. (The 2d cad display did not reach the target, but the depth display seemed to reach the target. Since there is no reproducibility, it was not recognized as a defect at this time.) After that, the procedure was completed without any problem. Did not use virtual lines consistently during the procedure. There was no delay in the procedure and ther was no impact on patient outcome. It was later noted that when a computed tomography (CT) scan was taken after the case, it seemed that the needle was about 1 cm deeper than the expected target point. However, it did not match the phenomenon of display failure confirmed by the site, and it was possible that it referred to the length of the window center and the error. The issue could not be replicated, when used in the other procedure. Additional information was received. It was reported that the error of about 1cm was not actually measured and verification could not be performed. A local representative (rep) was attending the case during the procedure, but it was confirmed that there was no abnormality in the accuracy. The cause of the reported error of about 1cm was unknown. After the procedure, when confirmed by CT, it seems that the needle was about 1 cm behind the target point (the exact value was unknown).